Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument jaw broke on the root and jaw and clip separated and fell into the pt. Both clip and jaw were retrieved from the pt. Another instrument was used to complete the case.